Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00438. It was reported 2 of the patient's 4 leads had migrated. Surgical intervention was undertaken and the 2 migrated leads were explanted and replaced. Reportedly, effective therapy was restored.